Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope error(e217). Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, the most probable cause of the scope error (e217) identified during device evaluation was traced to corrosion of the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed scope communication errors (e216 and e238). There were no reports of patient harm.